Event description:
During a surgical procedure while using the pks cutting forceps, the flare came off during surgery and it fell in the pt. The piece was recovered and the surgeon opened another device to finish the procedure. Please note that the box the device was shipped in was badly damaged and the device jaws were bent severely. No pt issues.

Manufacturer narrative:
The complaint is confirmed. The flare was returned detached from the forceps contained in a zip lock bag. The flare is cut or torn along 3/4 of its length. Cannot determine or see if there is residual adhesive on the flare. The electrode insulation is cut on all 4 legs of the electrodes due to the jaws being retracted or closed into the shaft without the protection of the flare being in place. The jaws of the forceps are bent due to transit damage. The box in which the device was return in has evidence of transit damage. There is no info as if the surgeon was using the forceps in any other method other than their intended use. The cause of the failure is due to an adhesive bond failure between the shaft and the flare. We will continue to monitor the complaint database for further occurrences.